Manufacturer narrative:
"The follow-up report is being filed to relay corrected information that was unknown at the time of the initial medwatch. Corrected data: patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event."

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2008. Subsequently, the patient experienced a dislocation, which was noted on (B)(6) 2012. There has been no reported revision procedure to date. A review of the invoice history confirmed the surgery date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2008. Subsequently, the patient experienced a dislocation while performing an extreme yoga position, which was noted on (B)(6) 2012. Patient was not revised but was treated with a closed reduction procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-06190 & 06191).

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2008. Patient experienced a dislocation while performing an extreme yoga position. Subsequently, patient underwent a closed reduction procedure on (B)(6) 2012.

Event description:
It was reported that patient enrolled in a clinical study underwent a right femoral resurfacing procedure on (B)(6) 2008. During post-operative monitoring, dislocation was noted on (B)(6), 2012. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date. A review of the invoice history confirmed the surgery date.